Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that (4) 512sd trocars failed during the procedure due to breakage of the gasket. The breakage occurred either on the babcock transit, or a 5mm reusable reducer, or the optical handpiece. There was no consequence to the pt. The trocars were mod24.